Event description:
Pt reported an alleged port leak. During an adjustment, the doctor injected about 6 cc of saline, but when the fluid was removed there was only 2 cc. The pt felt no restriction on the next day, so physician speculated there was a leak. The device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."